Event description:
It was reported that the patient presented in the emergency room for an unrelated issue. Upon interrogation, the right ventricular lead exhibited noise and the patient complained of feeling dizzy. The lead was capped and replaced. The patient was doing well and would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.